Event description:
It was reported that the ventilator was not working. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information received from our field service engineer (fse) the ventilator was not working. There was no patient harm. The reported issue has been confirmed during evaluation of received problem description and service report. There are no logs available. There are no replaced parts available for investigation. Four cassettes were found faulty. Two of them had dirty membrane and two had leaking elbow. All membranes are cleaned, all elbows are changed and each cassette is checked for proper function. The ventilator was tested and it passed all functional and safety tests.

Event description:
Manufacturer's ref #: (B)(4).